Manufacturer narrative:
One decontaminated feeding tube with packaging from the reported lot number was received for evaluation. The sample was visually analyzed. Then, the hydromer was activated. The stylet was withdrawn without problem. The reported issue was not confirmed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. During the investigation, a review through the manufacturing process was conducted. All process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging . There were no abnormal conditions found that could trigger the reported condition. At this time, no action plan is deemed applicable. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. Based on the DHR review and the returned sample, the model number and catalog number in section d4 was updated from 8884720825e to 8884720825. The UDI # in section d4 was also updated.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the nasogastric feeding tube guide wire would not exit the tube as it would in a functioning tube. The customer needed to remove the entire tube from the patient and restarted with new tube. It was inconvenient for the patient, but there was no harm reported.